Event description:
The patient was undergoing an embolism procedure using the penumbra coil 400. During the procedure, when introducing the coil 400 into the pxslim delivery microcatheter, the physician noted resistance and attempted to pull the coil back from the sheath in order to release tension. The coil 400 seemed to be bound within the sheath and the physician was unable to remove the coil from either the sheath or the pxslim deliver microcatheter. The physician pulled with force on both the sheath and the coil 400, and the coil unintentionally detached. The physician removed what had appeared to be the stainless coil pusher, with a black hypotube/microcatheter section that had separated. The detached coil was still within the proximal portion of the pxslim delivery microcatheter and was easily removed from the pxslim delivery microcatheter using syringe aspiration. The physician noted that he was using substantial pulling force before the coil detached. There was no adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly appears to be fractured approximately 35.5 cm from the distal tip. In addition there is some material deformation and stretching at the break site. The coil is damaged and detached from the pusher assembly. The pet-lock is still intact on the proximal end of the coil. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates the physician noted resistance when attempting to advance the coil through the microcatheter and decided to withdraw the coil to release the tension. When attempting to withdraw the coil, the physician described increased resistance and had to pull with force in an attempt to remove the coil. While pulling on the coil in this way, the pusher assembly was broken and the coil detached. The cause of the initial tension in the system is unknown. There may have been resistance due to an issue with the catheter in the patient or difficult patient anatomy. The fracture in the pusher assembly was due to excess force placed on the pusher assembly when attempting to retract the coil. The coil detachment was caused by the fracture in the pusher assembly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.